Event description:
It was reported that the index procedure took place on (B)(6) 2010, due to shortness of breath. The subject underwent the index procedure with the deployment of two drug-eluting stents to the proximal lad and mid lad. Post procedure residual stenosis, in both lesions, was 0% with timi iii flow. On (B)(6) 2012, the patient underwent revascularization of the target lesions. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: predilation was performed prior to stenting of the mid and proximal left anterior descending artery lesions. The promus stent was deployed in the mid lad and a non-abbott stent was deployed in the proximal lad, overlapping the promus stent after which post-dilatation was performed. On (B)(6) 2012, the patient presented with exertional chest discomfort, one episode of chest discomfort at rest. Angiography showed a progression of his previous disease, which is now it is 90% stenosis distal to the stent in the mid lad, and distal lad disease estimated to be 80% to 90%. A 2.5x28 mm xience v stent was deployed for treatment overlapping the previously deployed stent and stenosis was reduced to 0%. The patient was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.